Manufacturer narrative:
Sanofi company comment dated 12/03/2014: this initial case concerns a male patient with gonarthrosis who experienced deep vein thrombosis of right lower leg after receiving one course of intra-articular synvisc injection therapy. As the event has taken place three days after the last injection, temporal relationship between drug and event could not be denied. Also, no other causative factor was identified by the investigator. However, the event of deep vein thrombosis was also attributable to the motion restriction of the patient due to no improvement in pain after synvisc.

Event description:
This solicited device case from the study (B)(4) was received on (B)(6) 2014 from an investigator (orthopaedist). Patient ID: (B)(6); country: (B)(6). Study title: (B)(4) is a company sponsored post- marketing surveillance ((B)(4)) as special drug use surveillance of synvisc (hylan-gf 20) for osteoarthritis of the knee. This case concerns an (B)(6) year old male patient who experienced deep vein thrombosis of right lower leg after receiving treatment with synvisc injection. Patient had gonarthrosis of both knees (duration, equal to or more than 10 years; k&l grade, 2; severity, mild with no swelling). No concurrent condition and allergic history was reported. Patient had received past treatment with joint injections of hyaluronate preparations. Patient had no history of knee surgery. Patient's concomitant medication included felbinac (seltouch pap). On (B)(6) 2012, the patient received treatment with intra articular synvisc injection, at a dose of 2ml, per week (batch/lot and expiration date not provided) in both knees for gonarthrosis pain relief. On (B)(6) 2012, patient received the second dose of synvisc into both knees. On (B)(6) 2012, patient received the third dose of synvisc into both knees. Patient had no fluid retention prior to all three synvisc injections. On (B)(6) 2012. After 24 days of receiving first synvisc injections, patient experienced moderate deep vein thrombosis of right lower leg in the injection site of the right knee. Patient was admitted to another hosp to receive treatment for the event. On (B)(6) 2012, the event resolved. Deep vein thrombosis of right lower leg (deep vein thrombosis leg): reporting investigator's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting investigator's casuality assessment: unk. Company causality assessment: associated. Reporting investigator's comment: causative factors other than synvisc were unk. He received 1 course of intra-articular synvisc injection therapy; however pain did not improve, and he was motionally-restricted. Hence he was susceptible to deep vein thrombosis. A pharmaceutical tech complaint (ptc) was initiated and results were pending for the same.